Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30104428l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, while in the left atrium the catheter was seen outside of the fast anatomical mapping (fam) map. Cardiac tamponade was confirmed by carto sound. Pericardiocentesis was performed to remove 130cc of fluid from the pericardium. Protamine was administered. The patient was reported to be in stable condition. Patient stayed overnight for observation purposes. Multiple attempts have been made to gain clarification on this event with no response.